Event description:
During a ptca treatment procedure, the quantum maverick monorail 15/2.75 mm balloon ruptured. The number of inflations performed is unk. The lesion being treated was a severely calcified lesion in the lesion in the mid right coronary artery. The quantum maverick monorail 15/2.75 mm balloon was removed and replaced with an nc balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.